Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. It was discovered that the right ventricular lead was dislodged and exhibited loss of capture and sensing. The patient was asymptomatic. On (B)(6) 2016 the lead was capped and replaced successfully. The patient was in stable condition post procedure. The patient would continue to be monitored.